Event description:
For a life saving/support device such as a defibrillator, one would expect a better and more reliable product (instead of two back-to-back recalls and an ambiguous letter about emi). The electromagnetic interference letter and two recent recall related information sheets from the manufacturer that affected crash carts defibrillators have been provided. No patient harm at this facility.